Event description:
The customer reported via phone call that he had been up all night long and stated that he is giving himself about 12 injections. Customer stated that after inserting a sensor, it is suspending the pump. Customer stated that he had not used it for 3 weeks. Customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose was 192 mg/dl and his sensor glucose was 40 mg/dl. Customer stated that the sensor is off by 334% off. Customer stated that he has this issue every day. Customer stated that he has removed hundreds of bent cannulas. Customer will be sent a replacement.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.